Event description:
Boston scientific received information that during a routine follow-up, it was noted that this right atrial (ra) lead exhibited high out of range pacing impedance. A conductor fracture was suspected. The device was programmed such that this lead was deactivated, and the patient was discharged home and scheduled for normal follow-ups. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.